Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the hi-torque guide wires instruction for use as a known patient effect with use of this device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex (cx). The hi-torque bmw universal guide wire (gw) was placed in the 2nd obtuse marginal (om) artery, but moved more distal. Two xience skypoint stents were successfully implanted in the cx target lesion, followed by post-dilatation. When contrast was injected staining was noted from the om to the 2nd apex of the heart and a small perforation was noted at the location where the gw was parked, causing fast decomposition. An echo cardiogram revealed a pericardial effusion. The patient was showing loss of vitals and the start of cardiac arrest. The physician was able to remove blood from the pericardium, while reintroducing the patient blood at the same time, which stabilized the patient; however, the perforation was noted to not be resolved and leaking was still noted. Balloon inflations were performed at the perforation, but still did not seal the perforation. Due to the distal location and size of the perforation, the patient was not a candidate for a covered stent; therefore coiling was done to treat the perforation. The patient was transferred to the intensive care unit in stable condition. No additional information was provided.